Event description:
The patient reportedly experienced loss of lock. External equipment was exchanged and programming adjustments were made, however this did not resolve the issue. Advanced bionics is in the process of gathering further information. Once more information is received a supplemental report will be submitted.